Manufacturer narrative:
An abbott field service representative inspected the customer's analyzer and observed condensation in the tubing of the suspect part. New tubing was ordered and the customer installed the tubing upon receiving it. Subsequent instrument operations and test results were acceptable. This issue is addressed in the abbott architect system operations manual june, 2007, quarterly maintenance description (c system processing module), sample syringe maintenance and under limitations of result interpretation. This is a final report.

Event description:
The customer states that one pt's (diagnosed with rosacea and hyperlipidemia) slightly lipemic sample generated an initial architect c8000 creatinine assay result of 6.9 mg/dl that retested at 3.4 mg/dl. During troubleshooting it was discovered that the tubing above the sample syringe block is damaged and some internal leaking seems to be occurring. A service call has been initiated. There is no impact to pt management reported.